Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. The root cause was determined to be the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility reported a colleague infusion pump with failure code 810:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.